Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the console was replaced. The reported alarms did not result in any missed or delayed treatments. It was confirmed that the sensor box was expected to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available, no parts were returned for evaluation. Therefore, the reported failure could not be reproduced. The machine files were provided for review, and they revealed that alarm 208 did not occur. Only alarms 206 and 211 occurred. Alarm 211 indicates that the signal to the sensor box was too weak which can, for example, occur when air is in the tubing or the clamp is not attached to the tubing. Alarm 211 disappeared because there was no signal when alarm 206 occurred. A reason for this could be that the flow sensor was disconnected from the sensor box. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The sensor box was originally equipped with the components d500-0187bb and d500-0255aa with mixed contact materials (tin/gold). The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A cause for the reported event could not be established. Should the sample be returned at a later date, the complaint record will be re-opened and updated accordingly.

Event description:
The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, the console was replaced. The reported alarms did not result in any missed or delayed treatments. It was confirmed that the sensor box was expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during self-test mode when the device was switched on. The flow parameter was only displaying intermittently. A sample was reported to be available for evaluation. The serial number of the sensor box is (B)(6).